Manufacturer narrative:
(B)(4). Similar to device under 510(k) k121629. Summary of investigational findings: no product returned and without the actual complaint device it is difficult to determine the exact reason for the difficulties encountered when attempting to reload the filter from femoral to jugular introducer and to comment on the jugular hook, which didn't look right. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: hook on jugular system didn't look right. Before doctor swap uni set from fem delivery to jug they thought the hook of the jug system didn't look right therefore leaving the filter on fem system. Jugular vein was accessed first. Dr tested the deployment function on the device and wasn't satisfied it was safe to use. We did convert to femoral vein. Patient outcome: the patient did require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.